Event description:
It has been reported to philips that the device failed to boot up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up because the grabber card initialization failed. Review of the system log file showed that a frame grabber card initialization error as well as the flexvision pc defect resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The engineer replaced the flexvision pc, hard disc and installed the software. After replacement of the flexvision pc, hard disc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.